Manufacturer narrative:
Concomitant products: product ID: neu_unknown, implanted: (B)(6) 2013. (B)(4).

Event description:
The healthcare professional of the foreign clinical study reported the patient had a scar problem linked to a cutaneous fistula. Purulent discharge was treated with pyostacine antibiotics with olfocet and rifadine. Cleaning with surgical detection of necrotic tissue was noted on (B)(6) 2013; however they also noted no surgical intervention was taken or planned. The event was related to the procedure and noted to be resolved. If additional information on the event is received a follow up report will be sent. Patient medical history included neuropathic pain and chronic radiculalgia.